Event description:
It was reported that the subject device had consistently dark image during sedation - device inside patient for an unspecified procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. Tac advised that the issue was likely due to the lamp reaching the end of its effective life and recommended replacing the bulb. Provided the part number and informed the customer that it can be ordered through olympus customer care. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The device was not returned to olympus for evaluation and the product analysis will solely be based on the available information. The reported failure was confirmed via technical assistance center (tac), which advised that the issue is likely due to the lamp reaching the end of its effective life and recommended replacing the bulb. Since the device was not returned a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.